Event description:
It was reported the epg (external pulse generator) and the patient cable were connected to the patient. The epg was turned on but capture did not start. The epg and the patient cable were returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis could not confirm the reported event. (B)(4) no anomalies found. (B)(4) no anomalies found.